Manufacturer narrative:
(B)(4). The customer reported that there was no power to the unit. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no power to the unit.